Event description:
Healthcare professional reported left side suspicion of asia syndrome, ¿systemic and local complaints¿, ¿double capsule¿, ¿periprosthetic liquid¿, and ¿thickening of the capsule in the left internal quadrants previously studied by analysis and a MRI". Device has been explanted with a complete capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is not related to the device. Autoimmune/connective tissue disorders ¿ ndr: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Additional observations: observed deformation. Observed mold on the surface of the device. Observed voids in the gel.

Event description:
Healthcare professional reported left side suspicion of asia syndrome - not device related, ¿systemic and local complaints¿, ¿bilateral double capsule¿, ¿periprosthetic liquid¿ and ¿thickening of the capsule in the left internal quadrants" diagnosed by MRI. Device has been explanted with a complete capsulectomy followed by a breast reconstruction with intramuscular fat grafting.

Event description:
Healthcare professional reported left side suspicion of asia syndrome, ¿systemic and local complaints¿, ¿double capsule¿, ¿periprosthetic liquid¿, and ¿thickening of the capsule in the left internal quadrants previously studied by analysis and a MRI". Device has been explanted with a complete capsulectomy. Treatment: montelukast.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
. Visual analysis of the photographs identified: -autoimmune/connective tissue disorders-ndr: not applicable as the event is not related to the device -double capsule:unable to observe as it is a medical event that is not related to the device. - visibility/palpability : unable to observe as it is a medical event that is not related to the device. -seroma:unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side suspicion of asia syndrome, ¿systemic and local complaints¿, ¿double capsule¿, ¿periprosthetic liquid¿, and ¿thickening of the capsule in the left internal quadrants previously studied by analysis and a MRI". Device has been explanted with a complete capsulectomy. Treatment: montelukast .

Manufacturer narrative:
(B)(4). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿periprosthetic liquid¿.

Event description:
Healthcare professional reported left side suspicion of asia syndrome, ¿systemic and local complaints¿, ¿double capsule¿, ¿periprosthetic liquid¿, and ¿thickening of the capsule in the left internal quadrants previously studied by analysis and a MRI". Device has been explanted with a complete capsulectomy.